Event description:
The minor cv pack had two packs of tag sponges listed. One pack of tag sponges had five sponges and the second pack had four sponges. The pack with four sponges was removed from the field and given to the circulator. The circulator removed the sponges out of the or room and a new pack of tag sponges was opened and counted. The correct number of sponges was present.